Event description:
It was reported that the patient got a shock due to t-wave oversensing. The shock landed on a t-wave and induced ventricular fibrillation. It took two shocks to successfully convert the arrhythmia. Technical services recommended some programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.